Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that when a ng tube was placed, nursing was unable to remove the stylet. Customer has the tube, but was unaware of the product or lot number.

Manufacturer narrative:
One device was received for investigation. The device arrived without the original packaging and missing the hub of the stylet. The device was evaluated and the reported condition was not observed. The hydromer was activated following the instructions for use and while some resistance was felt when removing the stylet, it was successfully removed without any further issues. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. It is important to note that prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation, a gemba walk was held in the production area and it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation process, and released procedures. No conditions were found that could trigger the reported condition. The potential root cause indicates that this problem could occur due to improper use of the procedure if the instructions for use are not followed. We will continue to monitor related reports to determine if additional actions are necessary.